Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switching due atrial noise were observed. Noise was reproducible when the patient moved their arms. All other electrical functionality was normal. Programming change was made and seemed to resolve the issue. No patient symptoms were reported.